Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. Customer initially reported complaint that the truemetrix meter was not turning on and stated before that happened she had obtained fasting results of 60 and 71 mg/dl which was not normal for her. The customer's expected fasting blood glucose test result range is 104 - 112 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 06/17/2020 and the vial of test strips has been open for one week. During the call on (B)(6) 2019, a back to back blood test was not performed by the customer and the meter memory could not be reviewed; the meter displayed the low battery symbol and then turned off.